Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2015. The original surgery is dated (B)(6) 2003. The revision surgery was due to a loose modular neck. During the revision, the omni modular stem, modular neck, and non-omni femoral head were removed and replaced with new implants. The size 4 x 11.5mm modular stem was replaced with a size 4 mid length stem, the short +47.5 modular neck was replaced with a new implant of the same size, and the femoral head was replaced with an omni 32mm +3.5mm cocr head.